Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a button error. She did not know the blood glucose reading. The insulin pump had not been dropped or bumped but had been exposed to moisture. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, with intermittent button response due to light moisture damage to keypad traces and with a corroded battery tube. No rewinding on its own noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. No button error alarms noted. No display ramping on its own anomaly noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.